Event description:
Na

Manufacturer narrative:
On 10/16/96, the MFR sales rep reported that the device flow rate had increased to 1.3-1.4ml/day and the facility was planning to refill the device again the following week. On 10/31/96, the MFR sales rep reported that the device was refilled on 10/23/96 and the device flow rate was now 1.39ml/day. The physician has adjusted the dosage of fudr to compensate for the decreased flow rate and feels that everythin is "okay". The device will remain implanted for continued use in the patient's therapy regimen. Since the device will remain implanted for continued use in the patient's therapy regimen, the MFR investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available information, and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is now closing its file on this report.